Manufacturer narrative:
No valid lot number or product code was provided. The allegation was filed as a ¿literature case¿. This depicts use of an unknown product and the observations conducted on the patient over a four year time span. The patient did not require additional treatment but standard postoperative rehabilitation program was performed. There was no further information available. No further action per clinical. The surgeon has relocated, therefore there is no additional information available. No further investigation is warranted at this time.

Event description:
It was reported that patient had an acl rupture that was fixed with anterior tibial tendon allograft with endobutton, after 2 years, the endobutton was found to be in the knee joint in the follow-up radiography. He was followed up for about 2 years, and the endobutton was still in the same place (posterior of the joint) in follow-up radiography taken 4 years after surgery. All intra-articular components and acl were evaluated using arthroscopy.